Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. As per procedure no sample evaluation is required for this event code. The root cause is external and not related to the product. The manual docking process is complex and depends on various external factors as described above. Thus, the root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patient interfaces was not docking and holding suction to did flap, surgeon tried multiple times and then changed procedure type from lasik to photo refractive keratectomy in the right eye of a patient, before laser fired. There are multiple related reports for this facility. This report addresses three sn's ((B)(6); (B)(6); (B)(6)) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patient interfaces was not docking and holding suction to did flap, surgeon tried multiple times and then changed procedure type from lasik to photo refractive keratectomy in the right eye of a patient, before laser fired. There are multiple related reports for this facility. This report addresses three sn (8470010001743919) and additional manufacturer reports will be filed.